Event description:
Customer reported to beckman coulter, inc. (Bec) that there was a leak in the back of the coulter lh 700 hematology analyzer. Customer reported that they were unable to locate the origin. There was no report of erroneous results generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found the leak was coming from the differential sample line connected to the flow cell. The fse found the coax cable connected to the radio frequency box broken and the lower connector on flow cell broken. The fse replaced the differential sample line connected to the flow cell, replaced the flow cell and coax cable. The fse cleaned the contaminated area.

Manufacturer narrative:
(B)(4).